Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) of 2020. Explant date: (B)(6) 2020.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted device was not returned. No further information has been obtained despite good faith efforts.